Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not alarm as expected. The device was not in use on a patient at the time of event.

Manufacturer narrative:
The device is to be repaired by replacing the parts that were found damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.

Event description:
The customer reported that the device did not alarm as expected. The device was not in use on a patient at the time of event. The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device failed the initial evaluation, however, there was no failure to alarm issue identified during evaluation. The device was removed from service.